Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon came apart upon removal on two separate occasions. In the first instance, the tampon unraveled. In the second instance, the tampon broke in half, leaving pieces behind. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.